Event description:
The user facility reported that when an employee pulled on the top door of the reliance 444 washer, the door came off and hit him causing a bruise on his finger. The operator was sent to the ER for treatment; however, the user facility has not provided additional treatment information. The user facility reported the employee is doing fine, returned to work the same day, and has no sustaining injuries.

Manufacturer narrative:
A steris technician inspected the washer and found the screws that secure the top panel were missing. The technician replaced the missing screws, secured the panel and returned the unit back to service. The washer is under steris maintenance contract and the last preventive maintenance visit was completed on 1/18/2012, at which time, the technician found the equipment to be operating properly; the technician confirmed that the top panel screws were in place at that time. The cause of the reported event is that the screws fastening the top panel to the washer chassis were not present, resulting in the top panel becoming detached when the panel was contacted during opening of the washer door.